Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the straight lumbar probe broke while the surgeon was using a mallet to advance it into the bone. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.